Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery and popliteal artery. A 3mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, it was noted that distal tip of the balloon ruptured upon unpacking. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.